Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref us157858 lot 230900 m2a shell 58mm, ref x11-180313 lot 998040 stem 13x145mm, ref 139270 lot 146660 taper adapter. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01335 cup, 0001825034-2020-01345 insert, 0001825034-2020-01346 stem.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty and was then revised twelve years later due to unknown reasons. Attempts have been made and no further information has been provided.